Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted a crack on the minicap with iodine surrounding the area. The cap was underwater pressure tested and bubbles were observed. The crack was verified to be a through crack. There was no other damage observed to the cap. The cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap, a crack was observed with iodine surrounding the area of the crack. This was observed during in-lab testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.